Manufacturer narrative:
Submit date: 03/14/2016. An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2016 that a customer had an issue with a gauze sponge. The customer reports the gauze is shredding.

Manufacturer narrative:
A device history record review of the reported confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were no samples or photos received with this complaint therefore an examination of the reported condition could not be made. Based on the investigation and analysis, the root cause could not be identified due to limited information, thus no corrective/preventive actions will be taken at present. This complaint will be used for trending purpose.